Event description:
A patient reported they experienced chest pain and they had an ultra sound. When the ultra sound was change to deep tissue from the pain setting, it seems to set off their implant. They wanted to know if it was safe to use with deep tissue ultra sound. The implantable neurostimulator (ins) indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.